Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an image orientation issue. The camera had rotated, the entry guide manipulator (egm) repositioned vertically, and the issue reoccurred. No further details were available and there were no errors to indicate failure. The procedure was converted to multi-port. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion. However, the image was not inverted. The event did not involve a reversed control of the system arms. It was explained that when th surgeon moved forward with the sp camera, the entire boom relocated to another position. The surgeon confirmed that the desired orientation was obtained when the endoscope was installed. The horizon was reportedly yellow and did not show the surgeon if he was level. The surgeon elected to complete the case via a multi-port system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site and tested the system with the surgeon using two different endoscopes. The issue was not replicated. The system was tested and verified as ready for use.